Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16091582, UDI: (B)(4). This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the leads had high impedances, and the patient was experiencing inadequate pain relief. Program optimization was attempted and was only able to get partial coverage. The patient underwent a lead replacement procedure and was doing very well with programming postoperatively. The explanted device components were discarded by the medical facility.

Event description:
It was reported that the leads had high impedances, and the patient was experiencing inadequate pain relief. Program optimization was attempted and was only able to get partial coverage. The patient underwent a lead replacement procedure and was doing very well with programming postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16091582. UDI: (B)(4). This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to fu #1 MDR in blocks b5 and h6 product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 7031309 UDI: (B)(4) product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: (B)(6) UDI: (B)(4).